Event description:
This lead was explanted due to total loss of capture and sensing. No adverse patient events reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
During the visual inspection deformations of the inner coil close to the df4 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the retraction of the fixation helix. These deformations led to a conductor fracture between the lead tip and the df4 connector pin. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.